Event description:
Boston scientific was notified that the balloon got ruptured at its distal end at the 3rd inflation. When it ruptured, the injection rate was 0.06-0.09 cc. The patient's post-procedure status was described as being good. No intervention or surgery was necessary.